Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. It was found that the reported issue was attributed to defective o2 blender. As a resolution, the defective component was replaced.

Event description:
It is reported to vyaire medical that the ltv 1200 unit experienced a low o2 being delivered. There was no information regarding patient involvement.